Event description:
On (B)(4) 2013, it was reported that the pt thinks his infusion device delivers an inaccurate amount of insulin. The pt's blood glucose level was 90 mg/dl with his old infusion device, but with his new device his blood glucose was elevated to 400 mg/dl. The pt is visually impaired. He stated that he had gone to the hosp, but did not want to provide any further info. The infusion device was requested to be returned for product eval. A diabetes educator has been scheduled to visit with the pt to go over handling of the infusion device.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Older - accu-chek spirit (serial number (B)(4)): production reports were reviewed. New - accu-chek spirit combo (serial number (B)(4)): production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.